Event description:
It was reported by service report that the bed was not properly grounded. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.